Event description:
The allen wrench that comes with pmo kits is stripping the bolt when they adjust. Two times this had occurred. The integra neurospecialist was unsure if the two occurrences were with the same pt or involved two separate pts. The neurospecialist has a consignment sample that was involved with a similar incident. There was no pt injury reported. The neurospecialist will return his device for investigation.